Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: restenosis requiring bypass surgery. Device issue: no device malfunction has been reported. It was reported via a trail that in 2008, a 3.0 x 15 mm rx xience v stent was implanted in the circumflex (cx). The patient had residual left anterior descending artery (lad) disease at that time, which was being followed on an outpatient basis. A stress test was performed, which confirmed that the stenosis in the lad was hemodynamically significant. However, in 2009, restenosis was noted in the 3.0 x 15mm rx xience v stent, which required hospitalization and treatment with revascularization via coronary artery bypass graft (CABG) surgery atabout one month later. An ECG was performed and the results indicated that the patient did not experience a myocardial infarction (mi). The reported patient effects resolved. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Stenosis, as noted in the xience v instructions for use, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Additionally, stenosis and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency. A conclusive cause could not be determined.